Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as (B)(6) ago. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that 2 week ago, the patient was going through store theft security (and when someone else set off the alarm) their stimulation (also reported as ¿ins¿) started ¿twitching¿. The patient was not going to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.